Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fifteen (15) events were reported for this quarter. Fifteen (15) devices were received. Eleven (11) events were duplicated during testing. The reported event was not duplicated during testing for 4 devices; however, the devices were outside specifications. Ten (10) devices were found to be affected by corrosion. Five (5) devices were found to be affected by compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. Nine (9) events had patient involvement; no patient impact. Six (6) events had no patient involvement; no patient impact.